Event description:
It was reported that when the anchor was released, the wire broke and remained in the anchor. The anchor or wire could be removed from the patient, although it broke into several pieces. The surgeon thinks that the wire broke when he returned the release lever to its original position. A residual piece was left in the bone. It was impossible to remove foreign body.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the anchor was released, the wire broke and remained in the anchor. The anchor or wire could be removed from the patient, although it broke into several pieces. The surgeon thinks that the wire broke when he returned the release lever to its original position. A residual piece was left in the bone. It was impossible to remove foreign body.

Manufacturer narrative:
Alleged failure: when the anchor was released, the wire broke and remained in the anchor (cat02643, lot24240ae2). The anchor or wire could be removed from the patient, although it broke into several pieces. The surgeon thinks that the wire broke when he returned the release lever to its original position. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was due to a supplier manufacturing change from (B)(4) components that resulted in a performance shift. Testing and comparative analysis between (B)(4) components revealed higher seating forces for the sle components, which is consistent with the pull wire breakages in the field. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.